Event description:
Information received that the power cord failed ground resistance test during electrical safety check. No injury reported.

Manufacturer narrative:
Technician found the power cord failed ground resistance during electrical safety check. Replaced the power cord to resolve this issue. Bed located in bed shop.